Event description:
Ambiguous proximal cap with diag/septal- got into lad easily but could not advance microcatheter in 3 different septal's. Used fielder xt then pilot 50 with corsair pro...perforated septal and stopped